Event description:
It was reported that the pump was not functioning as intended and the customer did not trust the pump blood glucose readings. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.